Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and was found to have a derailed grip cable from its normal position at the distal end. The cable was found to be stuck in the for-amplification pulley preventing the instrument to move and rotate properly. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not open or close. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.